Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6) 2026, the patient´s wife called a dexcom representative for assistance with dexcom data. The reporter stated that the patient was admitted into the ICU, and that they would look at the data to determine what had happened. No further information was reported regarding the event, and it was unknown if the patient experienced a hypo or hyperglycemic event. No specific treatment was reported, and it was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. No other details were documented, and multiple attempts to contact the reporter for more information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).